Event description:
It was initially reported that pt had been having issues with hoarseness since the time of implant. However, during follow-up with the physician, the nurse said that the pt had gone into asystole during both intraoperative system diagnostic tests. Both tests were within normal limits (no specifics available). The electrode placement was not altered after this experience in the surgery since all diagnostic testing was normal. It was unk if the pt had stimulation enabled since the implant's time. Attempts for further info have been unsuccessful to date.